Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a pocket hematoma after initial implant in 2016. The hematoma was evacuated shortly after implant. During an unrelated procedure on (B)(6) 2020, there was damage noted on the casing and header of the implantable cardioverter defibrillator. It was suspected to have been damaged during the hematoma evacuation. The device was explanted and replaced due to risk of malfunction. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.